Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression, consistent with friction to the device can. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
It was reported that a patient presented in-clinic for an upgrade procedure. Upon interrogation, over-sensing of right atrial lead noise was noted. The right atrial lead was explanted and replaced on (B)(6) 2023. The patient was discharged and no further adverse consequences were reported.